Event description:
The company was made aware that a patient required medication due to infection.

Event description:
The company was made aware that the patient underwent an explant surgery due to infection.

Manufacturer narrative:
The explant date was corrected from (B)(6) 2022.